Event description:
Event description boston scientific received information that during the device replacement procedure, this right ventricular lead was exhibiting high thresholds. The decision was made to remove and replace the lead. Upon removal of the lead, the distal tip became separated from the lead and remained in the right subclavian vein. Subsequently, the tip was removed by an interventional radiologist without complications.